Event description:
It was learned via edwards clinical affairs that a patient experienced an episode of atrial fibrillation with tachycardia-bradycardia syndrome with asystolic syncope pauses for 10sec during discharge. The event occured 3 days post implant, and was then treated by implantation of a permanent pace maker 2 days later. No information to suggest an edwards' device malfunction related to this event. The event was resolved, device remains implanted, patient discharged in stable condition.

Manufacturer narrative:
The edwards device remains implanted, as there has been no information to suggest a malfunction or quality deficiency that may have caused or contributed to this event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In some cases, the patient may require a permanent pacemaker. Hospital records indicate the patient's symptoms were resolved upon pacemaker implantation, and discharge from the hospital in stable condition.